Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse checked the foot pedal and found button was stuck. Fse replaced the foot pedal to resolve the issue. The system was tested and verified as ready for use. The foot pedal is a scrap item and will not be returned back to isi. The complaint was confirmed based on the field evaluation. The probable root cause was attributed to stuck button in the foot pedal.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, bipolar energy was intermittently activated without the surgeon pressing on the foot pedal. The customer reported the issue after procedure completion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer checked the system at start up and did not find any issues. The customer clarified that the procedure was laparoscopic but used the isi generator for energy, the procedure was completed with the same generator. The customer confirmed that the auto firing energy did not affect any tissue.